Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the battery would not last in the device. Customer's blood glucose was unknown. Device alarmed failed battery test alarm. Battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform functional tests or verify battery longevity, low battery alarm, failed battery test alarm or weak battery alarm due to blank display. Device was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.